Manufacturer narrative:
Event 4: this report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for further evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although it was confirmed that the device involved is not available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 4: drug: cisplatin 70mg added to 500ml ns, given over 1 hour, patient and nurse noticed fluid buildup on arm of chair and patient arm/hand.